Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician deployed 18f manta per IFU instructions. After deployment, patients blood pressure dropped. The physician took post picture and noticed a loss of blood flow to the lower right leg and blushing at the deployment site. Used balloon and stent medical intervention.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were received and reviewed by the investigative team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a higher positioned access. The arteriotomy was 6.0mm, moderate calcification distal to access, circumferental wall calcification, and a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was immediate, however, the patients' blood pressure dropped. A post angiogram indicated blushing at the access and loss of blood flow in the lower right leg. Balloon inflations were applied, a covered stent was placed to remediate the occlusion, and the patient was transfused one unit of packed red blood cells. The suspected cause of the blushing is likely due to the higher positioned access. A high positioned access can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. The root cause of the vessel occlusion is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and imaging did not reveal an occluded flow. However, it could possibly be due to the anchor adhering to either the distal wall or plaque due to the device being deployed at a higher position. Also, it is possible collagen was pushed entirely or partially into the vessel during lock advancement, thereby causing an occlusion of the vessel. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection flap present may cause the manta anchor not to catch the artery walls as designed, and possibly forming a disruption to the blood flow. The IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.